Event description:
It was reported that the lifeband was released from the autopulse platform during first compression. No adverse pt sequelae was reported. No further information provided.

Manufacturer narrative:
The product in complaint (autopulse platform with sn (B)(4)) was returned 3 batteries with sn: (B)(4). Customer's reported complaint could not be confirmed. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Please note that the date of event should have been left blank on the initial report because the date was incorrectly reported and should be unknown. The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: the autopulse platform was returned for evaluation and the reported problem could not be confirmed since the event date was unknown. Review of the archive data showed multiple ua (B)(4) (discrepancy between load 1 and load 2 too large) had occurred, however, this is not related to the complaint. In addition, the platform was subjected to a load cell characterization test and it demonstrated that one of the load cell modules was not functioning properly so that load cell module was replaced.